Manufacturer narrative:
Device manufacture dates: 05/09/2009; 05/02/2009. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as the surgeon was tightening the last set screw on his 1 level construct, the tip of the self retaining driver broke off into the set screw. The broken tip was left in the implanted set screw.

Manufacturer narrative:
Device manufacture date: may 2, 2009, may 9, 2009. Examination of the returned viper x25 set screw inserter noted that there was a fracture located at the inserter¿s distal tip. Fracture analysis shows the texture of the fracture is consistent across the entire surface suggesting the implant underwent a quasi-static failure. The plastic deformation at the driver tabs indicates an overload failure. This suggests the driver underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. A 12 month review of the complaint trend analysis found no emerging trends. Although the root cause of tip breaking cannot be positively identified, the fracture analysis suggests the driver underwent a quasi-static shear failure. No corrective action/preventive action is required at this time as there have been no issues identified in the manufacturing or release of this device. Therefore this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.